Manufacturer narrative:
Dob: year valid only. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, the right mid sfa and distal sfa were treated with two inpact admiral balloon catheters. Approximately 7 months post index procedure, the patient suffered low-grade stenosis of the right sfa. The patient was treated with two inpact pacific deb in the mid and distal sfa and recovered. The investigator assessed this event as not related to the index procedure, index device or paclitaxel.